Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting intermittent loss of capture. However, the ipg would capture when a magnet was placed over the device.